Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, the clip got caught on subcutaneous tissue. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. Hemostasis was achieved by applying manual arterial compression. There was a delay of applying manual arterial compression on the table for 30 minutes. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.